Event description:
It was reported that the tip of a denali curved thoracic probe fractured off during intra-operative screw hole preparation. The procedure was completed successfully without surgical delay using an alternative instrument. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: it was observed that the device had fractured at its tip. The fragment was not returned with the device. Worn laser markings were also seen. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Review of manufacturing records reveal that the device was about nine years old at the time of event. Repeated use of the instrument throughout its service life could have compromised the material integrity at the probe tip, resulting in fracture. The cause of the reported event will be classified as normal wear.

Event description:
It was reported that the tip of a denali curved thoracic probe fractured off during intra-operative screw hole preparation. The procedure was completed successfully without surgical delay using an alternative instrument. No adverse consequences or medical intervention were reported.